Event description:
It was reported that the patient had a revision on her asr xl hip implant. The reasons for the revision are as follows: metallosis; osteolysis in the proximal femur at the front metaphysiary level of the large trochanter; detachment of components; re-absorption of bone around implant; increase of metal ions (chromium and cobalt) in tissue and blood.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr xl - (unknown which side hip has been revised as both left and right side hips are mentioned through out the attached document, but the patient is not mentioned as bi-lateral). Reason(s) for revision: metallosis osteolysis in the proximal femur at the front metaphysiary level of the large trochanter. Detachment of components, re-absorption of bone around implant, increase of metal ions (chromium and cobalt) in tissue and blood. Update rec'd 17 apr 2014 - hip side (right), stem is non-depuy product, (B)(6) contact, additional surgeon name, additional reason for revision (noise), surgeon form, additional hospital. Queried component which loosened - 18 apr 2014. Rec'd confirmation 18 apr 2014 - acetabular cup. Competitor's stem used. However this com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem.